Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received a scs system on (B)(6) 2011. It was reported that the pt stopped feeling stimulation on her back and legs and felt it at the ipg and lead connection. She was reprogrammed several times but could not regain back and legs stimulation. No further info is available at this time.